Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope plus instrument had a crack across the lens. It's foggy and there's dark spots on the lens. The procedure was completed and the patient outcome was not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have damage at the distal tip, with a broken or detached component located in an area that could potentially fall into the patient. Additional observation not related to the customer reported issue: visual inspection revealed mechanical damage at the scope¿s distal tip and damage to the button pack assembly. A hairline crack was observed on the enter button, confirming damage to the button pack assembly. The endoscope also exhibited a defect in the camera instrument adapter. During friction testing using a screening aide to manually rotate the adapter, abnormal resistance and audible noise were detected, confirming binding. Upon further evaluation, the aea shaft bearing within the camera instrument adapter was identified as the source of friction. The endoscope¿s cable was found with minor cuts in the insulation at zone c near the housing. Functional testing using a camera attenuation tester showed that the endoscope failed transmittance testing, as the measured output power did not meet specification limits. The complaint was confirmed by failure analysis. The root cause of the tip damage could be typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope.